Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. It was reported that the patient had a previous polypectomy procedure and two clips were used to stop the bleeding. According to the complainant, during the colonoscopy procedure performed on (B)(6) 2016, one of the two clips had fallen off the polypectomy site and was missing. With the aide of fluoroscopy, it was uncovered that the missing clip had become lodged into the patient's appendix. The physician failed to remove the clip despite multiple attempts. It is unknown if another procedure will be performed to try and remove the clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be asymptomatic. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.